Event description:
It was reported that the set was bent in at least four places and preventing the infusion from being carried out correctly. The infusion had to be repeated several times on the pediatric patient by their mother. Per the mother, the child did not receive one fourth their nutrition, even though the pump displayed the correct passage volume. The mother also noted that the pump alarmed with an occlusion message at night. No patient injury or further complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h3: three pictures of a cadd administration set were received for evaluation. In the picture, it could be observed that there were kinks in different sections of the tubing. One cadd administration set from part number 21-7383-24 and lot number 3869362 was received in used condition inside a plastic bag and without its original packaging. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. Only a light kink was detected in the star tube, also a kink was detected on the pump tube caused by the ffp system since that it was returned without the blue clip. The sample received was connected to prime using a cadd legacy plus in order to look for any difficulty; it was not possible to be primed even after have tried the gravity method. The sample was connected to a hydrostat vessel in order to verify it is possible prime the set, since the deformation on the pump tube did not allow priming of the device for gravity nor pump priming method. The pressure helps the fluid to pass through the ffp system with some resistance, but once connected again to the pump, the fluid could be primed without the need of the high pressure. When the pump set to run, only a leak fleeing from the air vent of the filter was detected. The reported issue was able to be confirmed. The most likely cause of the issue was that the tube got tightly coiled during the packaging operation.

Manufacturer narrative:
Device evaluation: testing/inspection three (3) picture were received by smiths medical , in they can be observed kinks in different sections of the tubing set of the rra product. No testing nor inspection could be performed because no samples were provided to perform a thorough investigation. Mitigation during the manufacturing process, production personnel do a visual inspection before a process (assemble, bond, etc.) To ensure that the material is in perfect shape; also right after a work station, personnel redo an inspection in order to find any discrepancies. Production personnel performs 100% visual inspection in order to verify that the coil is proper shape with tape in correct position. Quality personnel takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag, in order to verify that verify tubes are not kinked or coiled too tightly. Tubes shall not have flat spots, or other damage -verify tubes are not kinked or coiled too tightly. -tubes shall not have flat spots, or other damage. -parts are free of damage or other defect that can affect the function of the device. The customer reported condition was confirmed. Root cause the most probable root cause is that the tube was coiled tightly during the packaging operation.